Event description:
It was reported that the patient presented for a routine device change out procedure. Prior to the procedure, interrogation revealed that the right atrial (ra) lead exhibited high capture thresholds. On (B)(6) 2024, the lead was capped and replaced. The patient was in stable condition.